Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4)evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Device evaluation: the actual foot control device has been returned. Reliability engineering evaluated the device and the reported condition was confirmed. The device was tested and the reported condition was duplicated. Evidence indicates this was due to improper handling of the device. If additional information should become available, a supplemental report will be sent accordingly.

Event description:
It was reported that during pre-testing it was observed that the foot control device had a "cut in the cord with wires exposed. The device was not being used in surgery. There were no delays to a scheduled surgical procedure as an identical spare device was available. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.